Event description:
Review of films pre-implant shows that the proximal neck diameter is 21mm (flow lumen) below the lowest left renal; the aortic neck is angulated 55deg l-r. The 5cm diameter aaa contains thrombus (2.5cm max flow lumen), and the distal aorta is 2.5 x 3.0cm and also contains thrombus. The iliacs are moderately tortuous, and appear diseased with thrombus and calcification. Cta's 1-week post-implant show that the ipsilateral limb and extension were placed in the right iliac. The contralateral limb and extension were within the left iliac; the limb sharply exits the terminal aorta (angulated approximately 70deg laterally). No stent graft kink or occlusion is visible. Films 2 months post-implant show that the left/contralateral limb is totally occluded up to the flow divider. The left iliac is again angulated as it exits the terminal aorta; the left limb stent graft od is approximately 1cm. Images from approximately two months ago show that a stent was placed within the contralateral limb at the location of the distal aorta, and also distal to the left iliac stent graft into the left external. The left iliac has slightly straightened compared to the previous study. There is localized thrombus within the bifurcate flow divider and within portions of the contralateral limb. The aaa measures 5cm maximum. The cause of the occlusion is uncertain; may be anatomy related (tortuous left iliac, diseased vessels), or a patient condition (pre-existing thrombus).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm fusiform abdominal aortic aneurysm. The proximal neck was 19 mm in diameter and 23 mm in length. The right iliac artery was 17-14 mm in diameter and the left iliac artery was 15-16 mm in diameter. The terminal aorta was narrow. It was reported that the patient presented for a routine follow-up and the CT revealed occlusion in the left iliac limb. The left iliac limb was occluded from the terminal aorta to the edge of the external iliac artery landing. The cause was possibly due to the external iliac artery landing zone of the small terminal aorta. No kinking was reported. The physician implanted a bare metal stent into the terminal aorta and implanted another bare metal stent into the left external iliac artery. The procedure was successful. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; small aorta). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small distal aorta).

Manufacturer narrative:
Method: (film).